Event description:
It was reported that a revision surgery was required due to restricted mobility and arthrofibrosis. This was part of a retrospective clinical study. Implants are not available for evaluation.